Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. We were unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. No motor error alarm noted. The insulin pump was received with missing end cap sticker, cracked case on lcd display window corners, scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the device alarmed motor error. The customer stated during they were checking for drive support cap, they found a missing dome label sticker. The customer's blood glucose was unknown.